Event description:
Complaint reportable based on the device analysis approved in 2009. It was reported that during an unspecified procedure, difficulties withdrawing the delivery catheter through the sheath occurred. The unspecified lesion was located in the left common iliac artery. The express biliary ld premounted stent system became "stuck" in the sheath. It is unknown if the stent was placed. Additionally, it is unknown if the issue occurred during advancement or withdrawal. The physician removed the express stent delivery system with the sheath and used another of the same product to successfully complete the procedure. No patient complications were noted and the patient status was reported as "ok". Device analysis revealed a shaft break and a tip detachment.

Manufacturer narrative:
The device analysis revealed a shaft fracture 1295mm distal to the strain relief. Stretching was noted at the distal end of the shaft. As the balloon was removed from the sheath the tip detached. Bunching was noted at the distal end of the balloon and the distal end of the sheath was flared. The balloon was inflated with a syringe and no leaks were visible. A labeling review identified that the device was not used per the express biliary directions for use (dfu). The complaint report states that the device was used in the left common iliac artery. However, the dfu states that the express biliary ld premounted stent system is indicated for palliation of malignant neoplasms in the biliary tree, and is therefore off label use. The device history record review confirms that this device met all material, assembly and performance specifications. The most probable root cause can be attributed to user error.